Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic colectomy procedure, the insulation of the jaws got chipped upon removing from the 5mm trocar. The issue occurred on the second device as well. A new device was used to complete the procedure. The broken pieces of the devices were all located and retrieved. In addition, the trocar was also found chipped. Operating time extended by more than 30 min. Pieces fell into the cavity and could be retrieved.